Event description:
It was reported to baxter (B) (4) that a reservoir of an half day infusor 5ml/hr ruptured during patient use in the hospital. The device was filled with 5-fu and saline. There was no report of patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Device evaluation: the device was evaluated by a baxter technician. The reported condition of "reservoir ruptured" was confirmed through visual examination. The issue is currently being investigated under CAPA (B) (4).. (B) (4)